Manufacturer narrative:
Investigation summary - bd had not received samples or photos for investigation. Therefore, retention samples were evaluated by visual examination and no issues were observed relating to contamination as all samples met specifications. Additionally, retention samples underwent bioburden testing and no issues were observed as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of contamination. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd bbl mycoprep- specimen digestion/decontamination kit,150 ml that biological contamination was suspected with an unspecified number of patient samples. There was no health impact or consequence reported.

Manufacturer narrative:
The manufacturing location for this product is scientific device labs. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in sparks, md has been listed in sections d.3. And g.1. And the sparks FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bbl mycoprep- specimen digestion/decontamination kit,150 ml that biological contamination was suspected with an unspecified number of patient samples. There was no health impact or consequence reported.